Manufacturer narrative:
The investigation is underway. This individual report provides data received from the thv/tvt registry.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a 23 mm sapien 3 valve in the aortic position via carotid access paravalvular leak was observed. A bav was performed to post dilate the valve. During post dilation the balloon crushed the valve against the native annulus. A second 23 mm sapien 3 valve was used. The patient was doing well post procedure. Per medical opinion, the event was due to patient prosthetic mismatch and the patient should have received a larger 26 mm sized sapien 3 valve.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site found the patient had a deformed valve after removal of the post dilation balloon. A device history records DHR review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use IFU, device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected by both manufacturing and quality. Prior to final packaging 100 visual inspection of the valve was performed to ensure there was no damage. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for general risks failure valve damage was confirmed based on return imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, for the post dilatation, it was positioned the wire in pvl between the thv and native annulus. Then, the 23 mm ew balloon crushed the thv against the native annulus due to post dilation. The case notes states that after the initial deployment, the guidewire was removed before being reintroduced for the post dilation. It is likely that the rewire resulted in the balloon positioning between the valve and the annulus. Since the post dilation balloon was inflated between the valve and the annulus instead of within the valve, the valve was damaged during the deployment of the balloon. As such, available information suggests that procedural factors post dilation between valve and annulus may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was confirmed. No manufacturing nonconformances were identified. No labeling IFU training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.